Event description:
The customer reported that the device locks up when pressing the charge button in operational check. This occurred in testing; there was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device locks up when pressing the charge button in operational check. This occurred in testing; there was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.